Event description:
A customer reported to baxter corporate quality product surveillance a clearlink solution set with .22 micron filter in which a no flow occurred. According to the report, 2 vials (500mg) of orencia were placed in a 2b1307 100 ml viaflex empty container which was then connected to the IV set. The staff noticed that the medication would not go through the filter, and instead leaked out of the filter and would puddle on top. The customer did not know whether the set was clamped off at the time of the event. The condition occurred during priming. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defect was observed. Functional testing was performed by spiking the set into an in-house 1000ml solution bag and re-primed. This showed that the sample primed normally with a no flow not detected. It also showed a leak from the vent hole in the filter. The reported condition was confirmed. Root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.